Manufacturer narrative:
Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3550-09, lot# lb4312, implanted: (B)(6) 2003, product type: accessory. Product ID: 3888-28, lot# l47264, implanted: (B)(6) 1998, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that patient¿s lead broke off in the past. It was added that patient felt like" where the connection was back there was the burning/sting sensation". A follow-up report will be sent if additional information becomes available.